Manufacturer narrative:
(B)(4). The field service engineer (fse) verified the malfunction and replaced the liquid crystal display (lcd) panel. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator had the bottom display blank. The ventilator was not in use on a patient at the time the malfunction occurred.